Event description:
It was reported that a patient slit her wrist on (B)(6) 2012 and suture was used to close the wound. Several days later the patient developed redness at the wound site. Approximately 4 months later it was noted that a keloid scar formed at the site. On (B)(6) 2012, the patient was given an undefined treatment for the keloid scar. Additional information has been requested.

Manufacturer narrative:
(B)(4). Undefined treatment. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dk5ctrn mfg date: 09/27/2011, exp date: 12/31/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.